Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The device was returned assembled with the driveline cut approximately 1 inch from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit was not returned. Examination of the pump upon disassembly revealed two flat, non-laminated, tissue-like depositions between the rotor veins. These depositions were hard and exhibited areas of denaturation, indicating that they were present while the pump was supporting the patient, but may have originally formed elsewhere. A loosely seated deposition was also observed within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not form in the outlet stator. Additionally, no contact marks were observed at the distal end of the rotor, suggesting that this deposition may not have been in this specific location while the pump was supporting the patient. The deposition also lacked any signs of denaturation. Although a root cause for the development of these depositions could not be conclusively determined through this evaluation, they would have contributed to the patient¿s reported hemolysis. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier # (B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's pump was exchanged due to hemolysis. An evaluation of the pump was requested. Additional information regarding this event was requested; however, none has been provided.